Manufacturer narrative:
Correction b5: additional information received reports that there were no issues with the patient's extension, therefore this event is no longer reportable.

Event description:
Additional information received reports that there were no issues with the patient's extension, therefore this event is no longer reportable.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient is unable to enter MRI mode due to impedances. It is unknown which extension attributed to this issue. Surgical intervention may be pending to address this issue.

Manufacturer narrative:
B3: event date is estimated. The allegation is against 1 of 2 extensions; however, it is unknown which extension; therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: 8ch infinity dbs flex extn kit, 60cm, b, model: 6372, UDI: (B)(4), serial: (B)(6), batch: 8762630.